Event description:
It was reported the patient received the following results within 15 minutes: 419 mg/dl, 246 mg/dl, 303 mg/dl, 229 mg/dl, and 193 mg/dl. The customer used two different test strip vials with the same lot number.